Event description:
The patient underwent mechanical thrombectomy with the penumbra system on (B)(6) 2010. On (B)(6) 2010, the patient developed a hemorrhage that lasted until (B)(6) 2010. The hemorrhage was a non-serious adverse event, with an uncertain relationship to the penumbra system and angiographic procedure. On (B)(6) 2010, the patient developed a separate subarachnoid hemorrhage, which also resolved as of (B)(6) 2010. The sah was unrelated to the penumbra system and the angiographic procedure. As of (B)(6) 2010, there was no additional information. However, by (B)(6) 2010, the physician determined that it is not possible to determine relationship to device in this case.

Manufacturer narrative:
The physicians on the case noted that there was no vessel injury due to the device however, there is no way to rule out all causes of hemorrhage. Additional information: (B)(6) 2010. Additional information: (B)(4) 2010. Additional information: (B)(4) 2010.